Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that under microscope visualization the blade showed indentations. Due to the derailed cables, failure analysis was unable to perform cut test on in-house system. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the one grip close cable was derailed at the distal idler pulley. The grips still opened and closed, but the movement may not be as precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and the distal pulleys may have contributed to the derailment. There were visible scratches on the surface of the distal pulley on the same side as the derailed cable. The grip cable was frayed at the distal idler pulley. There was a missing chunk of cable. The other cables at the wrist were undamaged. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the mega suturecut needle driver instrument did not cut suture during a da vinci sacrocolpopexy with hysterectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.